Event description:
It was reported the pt stopped recharging the ipg as recommended due to experiencing difficulty recharging. In turn, the ipg is inoperable. As a result, the pt plans to meet with his doctor and an sjm representative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.